Event description:
It was reported that the pulse generator exhibited a battery current measurement anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a defective capacitor caused a high current drain and resulted in premature battery depletion.